Manufacturer narrative:
The device was not returned. A photo-investigation was performed upon inspecting all the images provided under notes & attachments section, the star drive of the 3.5 va lck scrw/slf-tp/strd/30 was observed to be deformed, hence the allegation can be confirmed. The root cause for the reported event cannot be determined from the available information. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition can be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part: 02.127.130, lot: 2l91412, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 14 january 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device history review was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the drill was split, and head of the screw was damaged. The surgery was completed without complication. The patient outcome was unknown. This complaint involves three (3) devices. This report is for (1) 3.5mm variable angle locking screw/slf-tpng/strdrv/30mm. This report is 2 of 2 for (B)(4).